Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot h306 was reviewed. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h306 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. An investigation was performed based on the complaint description, the returned smart card, and customer photographs. Review of the data on the returned smart card shows that an alarm #7: blood leak (centrifuge chamber) occurred after 227 ml of whole blood was processed. Review of the customer supplied photographs confirm that a centrifuge bowl break occurred as well. Broken pieces of the outer and inner centrifuge bowl, along with a piece of the drive tube can be seen within the centrifuge chamber. The base of the centrifuge bowl is still held in the bowl holder, indicating that the base and the outer bowl separated. The remainder of the drive tube is locked in the drive tube clamp assembly. A material trace of the centrifuge bowl assembly and its components used to build lot h306 found no related nonconformances. A device history record (DHR) review did not result in any related nonconformances. This lot passed all lot release testing. The cause of the centrifuge bowl break was most likely a separation of the bowl base and outer bowl; however, the root cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer had finished re-purging the bowl, established separation, and was currently collecting. The customer reported they heard a loud noise, and observed the bowl break. The customer reported approximately 300 ml of whole blood was processed at the time the break occurred. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer discarded the kit; however, has returned photographs and the smartcard for evaluation.